Event description:
The patient received inappropriate therapies as a result of oversensing. The sales representative concluded along with the physician that the inappropriate therapies were due to a conductor fracture. The lead was capped.